Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose and does not know the reason why. High blood glucose began on (B)(6) 2016 and states that half the time the cannula was bent and at other times, cannula was not bent. Customer reported that blood glucose ranged from 255 mg/dl to 500 mg/dl. Customer's blood glucose at the time of call was 410 mg/dl. During troubleshooting, it was found that customer inserts infusion set while sitting and inserts manually. Customer was advised to stand when inserting infusion pump. After troubleshooting, customer was advised that infusion set and reservoir would be replaced.